Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded without any difficulties and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was difficult to fire and the load pushed out the end, but did not fall out. It was stated that the device was very difficult to fire. There were also malformed staples. The same device was reloaded with a grey cartridge and completed the case. There was no adverse consequence to the patient.